Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. On an unreported date, the patient was recovered from the event, reported as "cleared out". Action with pd therapy was not reported. No additional information was available.